Event description:
Reportedly, after the third firing of the instrument over reinforcement material, the tissue gap control button disengaged from the instrument, fell into the pt cavity, and was retrieved during a re-operation. Pt status: no pt injury reported.